Manufacturer narrative:
Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received.

Event description:
It was reported that a faradrive sheath was selected for use on a pulse field ablation procedure. During the index concomitant procedure, the catheter was used to perform additional ablation on the posterior wall of the left atrium following completion of pulmonary vein isolation for atrial fibrillation. The patient underwent 12 pulse field ablation (pfa) applications to the left superior region, 12 to the right inferior region, 13 to the left inferior region, and 13 to the right superior region. The pulse field ablation was completed. The patient subsequently developed hypotension requiring high-dose inotropic support and correction of hyperkalemia. An intra-aortic balloon pump (iabp) was inserted, and the patient received sodium bicarbonate and a dextrose insulin infusion. Following the procedure, a transesophageal echocardiogram showed no pericardial effusion, a left ventricular ejection fraction of 20 percent which later rose to 40 percent, and severe mitral regurgitation. The patient was transferred to the ward for observation. Potassium level resumed normal (4.7 mmol/l) at 1:00pm in same day. Blood pressure was stable on iabp. Iabp was off on (B)(6) 2025. An x-ray showed cardiomegaly. Throughout their extended hospitalization, the patient was treated with dosages of inspra, dapagliflozin, and entresto. Physiotherapy was given on (B)(6) 2025. The patient was then discharged on (B)(6) 2025 with good recovery. It is unknown if the sheath will be returning.

Manufacturer narrative:
D4: lot number - updated. H6: device codes - updated. Investigation summary: based on the available information, although the product was disposed of, we have determined that the heart failure is an adverse event related to patient condition. Device history record review: the manufacturing batch record review confirmed that the device met all material, assembly, and performance specifications. Device technical analysis: it was indicated the device was disposed; therefore, a technical analysis of the complaint device could not be completed. Labeling review: based on the information provided, there is no evidence that the device was used in a manner inconsistent with the labelled indications/instructions for use. Risk review: a risk review performed for the faradrive device confirmed that the events of heart failure, mitral regurgitation/insufficiency and hypotension are known events defined in the products risk management documentation. These event types have been accounted for during product risk analysis to support acceptable risk benefit for the product. Product risk benefit includes consideration of risk severity and rate, and the overall residual risk of the faradrive device is acceptable. Investigation conclusion: based on the information provided, the reported event of heart failure, mitral regurgitation/insufficiency and hypotension are an adverse event related to patient condition based on medical review and the information available. The patient had significant pre-existing issues including non-ischemic cardiomyopathy with a baseline ejection fraction of 27% (normal >55%), and baseline congestive heart failure with new york heart association (nyha) classification ii. While procedural factors such as anesthesia and fluids given per standard of care (soc) may have exacerbated the issue, the underlying cause is related to patient co-morbid state. The pre-existing moderate mitral regurgitation seen on baseline imaging combined with underlying cardiac baseline likely contributed to the event. There is no evidence that the device or the energy delivery caused or contributed to the event.

Event description:
It was reported that a faradrive sheath was selected for use on a pulse field ablation procedure. During the index concomitant procedure, the catheter was used to perform additional ablation on the posterior wall of the left atrium following completion of pulmonary vein isolation for atrial fibrillation. The patient underwent 12 pulse field ablation (pfa) applications to the left superior region, 12 to the right inferior region, 13 to the left inferior region, and 13 to the right superior region. The pulse field ablation was completed. The patient subsequently developed hypotension requiring high dose inotropic support and correction of hyperkalemia. An intra aortic balloon pump (iabp) was inserted, and the patient received sodium bicarbonate and a dextrose insulin infusion. Following the procedure, a transesophageal echocardiogram showed no pericardial effusion, a left ventricular ejection fraction of 20 percent which later rose to 40 percent, and severe mitral regurgitation. The patient was transferred to the ward for observation. Potassium level resumed normal (4.7 mmol/l) at 1:00pm in same day. Blood pressure was stable on iabp. Iabp was off on (B)(6) 2025. An x-ray showed cardiomegaly. Throughout their extended hospitalization, the patient was treated with dosages of inspra, dapagliflozin, and entresto. Physiotherapy was given on (B)(6) 2025. The patient was then discharged on (B)(6) 2025 with good recovery. The sheath is not expected to be returned as it has been disposed. It was further reported that the patient had a significant medical history that includes non-ischemic cardiomyopathy with a baseline ejection fraction of 27% (a normal ejection fraction is >55%). The patient had baseline congestive heart failure with a new york heart association (nyha) classification ii. Baseline cardiac imaging pre-procedure revealed moderate global hypokinesis, severely dilated left ventricle (lv), moderate mitral regurgitation, and mild tricuspid regurgitation.